Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced hypoglycemia while using the blood glucose monitor. During the night, the patient woke up to go to the bathroom and was almost unconscious. The patient did not use the blood glucose monitor in that moment, but a family member that was with her contacted the ambulance. The blood glucose result on the patient's meter was 160 mg/dl at an unknown time. The blood glucose result on the paramedic's meter was 26 mg/dl. The timeframe between the results was not provided. The patient was treated with dextrose via IV and glucagon. It is unknown if the patient was taken to the hospital.

Manufacturer narrative:
Additional information section b5: the patient's meter result 160mg/dl and the optium meter result 26 mg/dl from the ambulance were taken within 15 minutes. The patient was not taken to the hospital.

Event description:
Additional information: the patient's meter result 160mg/dl and the optium meter result 26 mg/dl from the ambulance were taken within 15 minutes. The patient was not taken to the hospital.